Event description:
It was reported the 355ld and 35lst were used during a laparoscopic cholecystectomy. It was reported the gasket on the 355ld tore and fell into the pt's abdomen. The gasket from the 35lst also tore. The gasket was retrieved from the pt. There was no consequence to the pt.